Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, the helix disengaged from the helical channel and the lead appeared damaged at implant. The analyst commented that the helix can not be extended and retracted due to distal conductor distorted within the connector.

Event description:
It was reported that during the implant attempt, the right ventricular lead helix would not retract. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.